Event description:
The surgeon has been using calaxo for nearly a yr and has had 4-5 pts with pain on the tibia 6-8 months post-op. The surgeon normally uses 7-8mm screws on the femur and tibia. He also uses either b-t-b or achilles allografts. The surgeon does not tap; he uses an arthrex dilator and did not countersink early on, which he does now. As far as the sales rep. Knew, all pts were scoped and grafts had incorporated. In one instance there was screw particulate within the joint space, which was attributed to the femoral screw.

Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for evaluation. 7/25/2007.